Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that water leaks from the circuit. The event occurred during priming at the facility; no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The probable cause is due to insufficient solvent application at the tubing-manifold junction. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.